Event description:
It was reported that the ilet battery appeared to drain faster than usual, with the device charging but not holding a charge for more than a day, consistent with a premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and interviews, as well as analysis of information provided by the user. Investigation of this case revealed an energy storage system problem associated with the battery, aligning with a premature discharge device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.